Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D2: device product code: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One tprlc 133 fp type1 pps so 4.0 and one ceramic head were returned and evaluated. Upon visual inspection the stem had fractured at the taper below the ceramic head. The stem shows scratches and gouging it also has hardened cement still attached to the device. The ceramic head could not be removed and so the lot of the device could not be verified. Analysis found the stem material to be consistent with ti6-4 titanium alloy. There is extensive post-fracture damage that significantly reduces the effectiveness of analysis via optical microscopy. Near the inferior edge of the fracture surface there are some fracture surface artifacts that could suggest final overload fracture, however the initial failure mode cannot be determined due to the post fracture damage. Device history record (DHR) could not be reviewed as no product information was provided. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date (B)(6) 2020. Explant (B)(6) 2020. Concomitant medical products: 00631005032 liner 62680560, 650-1066 taper sleeve 290250, 650-1056 ceramic biolox head 962100, 00620205420 cup 62728130. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported patient underwent a hip arthroplasty and was revised twenty years later due to implant fracture. Patient was walking and felt a snap in her hip area. Stem was found to have fractured and was revised. Attempts have been made and no further information has been provided.